Event description:
On (B)(6) 2011, clinical specialist reported on (B)(6) 2011, pt reported blood glucose readings in the 500's mg/dl. Clinical specialist requested pt be sent infusion sets due to having an elevated blood glucose. On f/u call pt reported the infusion set cannulas are kinking and causing her to have an elevated blood glucose. Pt stated her blood glucose was 597 mg/dl. Pt's normal blood glucose range is 100-110 mg/dl. Pt reported she noticed insulin leaking underneath the adhesive during the call. Assisted pt with changing the infusion set using the link assist device. Had pt prime the new infusion tubing and bolus to fill the new cannula space. Pt stated she has been taking injections via syringe to reduce her blood glucose levels. Pt is visually impaired. Pt reported she is able to prime until insulin blows out the end of the infusion tubing. Pt stated she rotates her insertion sites. Pt reported a f/u with her clinical trainer is scheduled for (B)(6) 2011. Product was replaced and requested return of the suspect product for evaluation.